Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed the implantable cardiac defibrillator product was oversensing noise. No intervention was made.